Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify unexpected battery power loss, pump error 41 alarm, or pump error 23 alarms due to pump error 37 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer stated that battery on her pump is low around midnight but she was able to change the battery at around 3 am, but customer was trying to restart the pump but she's unable to rewind it. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was not able to complete insulin pump rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.